Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture and detachment of pieces occurred. Vascular access was obtained via the femoral artery. The restenosed stent was located in the severely tortuous and severely calcified left anterior descending artery. A 15mm x 2.50mm nc quantum apex monorail balloon catheter was advanced to the target lesion. Upon the first inflation at 20 atms a balloon rupture occurred and pieces of the balloon detached. An unspecified snare was used to remove all pieces of the detached balloon. The procedure was not completed due to this event. No further patient complications were reported and the patient's status is ok.

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture and detachment of pieces occurred. Vascular access was obtained via the femoral artery. The restenosed stent was located in the severely tortuous and severely calcified left anterior descending artery. A 15mm x 2.50mm nc quantum apex monorail balloon catheter was advanced to the target lesion. Upon the first inflation at 20 atms a balloon rupture occurred and pieces of the balloon detached. An unspecified snare was used to remove all pieces of the detached balloon. The procedure was not completed due to this event. No further patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Examination of the returned device revealed there was blood in the inflation lumen. There was a complete circumferential tear in the balloon near the proximal end. The outer shaft was buckled and the inner shaft was fractured near the proximal balloon bond. The proximal end of the hypotube was fractured, hub not received for analysis. The appearance of the hypotube fracture surface was consistent with the hypotube having been kinked prior to the break. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).